Event description:
Reportedly, during a routine follow-up, the pacing mode was found changed from vdd mode to vvi mode. A message regarding the pacemaker re-initialization was displayed on the programmer screen. After re-initialization, the pacemaker was in ddd mode, the programmed basic rate was 60 min-1 (max 120 min-1) and the polarity was unipolar. The parameters were then reprogrammed to their previous values. It was considered that the pacemaker switched in standby mode. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2018 and its normal functioning was restored.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a routine follow-up, the pacing mode was found changed from vdd mode to vvi mode. A message regarding the pacemaker re-initialization was displayed on the programmer screen. After re-initialization, the pacemaker was in ddd mode, the programmed basic rate was 60 min-1 (max 120 min-1) and the polarity was unipolar. The parameters were then reprogrammed to their previous values. It was considered that the pacemaker switched in standby mode. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2018 and its normal functioning was restored.